Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible model numbers include 4076, 5076. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Pneumopericardium and pneumothorax after permanent pacemaker implantation pacing clinical electrophysiology 2005;28(5):466-468. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a right atrial (ra) pacing lead. The authors described a case where two days post implant the patient presented to the emergency room with sudden onset chest pain, was short of breath, was determined to be tachypneic, and there were signs of tachycardia. Radiology imaging showed a right sided pneumothorax with fifty percent lung reduction and a moderate sized pneumopericardium. Computerized tomography confirmed the ra lead was coursing through the pericardium into the pleural cavity indicating a pericardial perforation. The authors stated the complications were caused by over screwing of the lead with penetration of the helix. A chest tube was placed in the patient and there was resolution of the pneumothorax and pneumopericardium. The lead remains in use and no further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.